Event description:
It was reported that the procedure was to treat a lesion located below the knee in the moderately calcified, heavily tortuous, 99% stenosed anterior tibial artery. An attempt was made to cross the ht command guide wire; however, the guide wire was stuck in the lesion. Strong force was used during retraction of the guide wire which resulted in the tip coils stretching. Another ht command guide wire was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the hi torque command peripheral guide wire instructions for use (IFU) states: do not push, auger, withdraw, or torque if the tip is not maneuverable, or it becomes entrapped within the vasculature and this device meets resistance.